Event description:
It was reported that failure to deflate was encountered. A percutaneous coronary intervention was being performed. A 5.00 x 32mm synergy xd drug eluting stent was advanced for treatment but the stent was unable to cross the lesion. However, it was noted that the balloon would not deflate. There were no patient complications reported.